Event description:
Subsequent to the initially filed report it was reported that the retrieval catheter was used to retrieve the filter but when the wire was pulled, the wire came back without the filter. The bare wire also separated. The patient was transferred to another hospital for the surgery. During the open surgery the patient had a stroke. However, it was noted nothing was left in the patient. The patient was discharged from the hospital a couple days later. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported retraction problem could not be confirmed due to the condition of the returned product. The reported material separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, the reported retraction problem, resulting in separation of the barewire and filter was likely due to an excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter. With continued retraction of the barewire in the attempt to retrieve the filter, it is likely that the barewire separated proximal to the step resulting in the filter and distal tip of the barewire to remain in the left common carotid requiring surgical intervention to remove. Although a definitive cause for the stroke could not be determined, it is likely a direct relation to the surgical intervention required to remove the filter. The reported patient effect of stroke is listed in the emboshield nav6 instructions for use, as known potential adverse event associated with carotid stents and embolic protection systems. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left common carotid artery. The emboshield nav6 filter was attempted to be removed with remove tool [retrieval catheter]; however, was unsuccessful. The filter separated from the barewire and remained in the carotid vessel. Surgery was performed to remove the filter. There was no clinically significant delay reported. No additional information was provided.